Event description:
It was reported that the customer had air bubbles in the tubing. Customer's blood glucose level was 202 mg/dl. Troubleshooting was performed. Customer's mother was advised to push air back into the insulin vial. Air bubbles did not persist after the set change. Customer's mother was advised to monitor the issue and call back if issues persist. Customer's mother stated that there were no air bubbles with the new set change. No further assistance needed.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.